Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of sticky trigger and the moving parts of the trigger not moving smoothly identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that small battery drive device had sticky trigger and the moving parts of the trigger did not move smoothly. It was further determined that the device failed pretest for checking for sticky triggers. It was noted in the service order that the device was out of service. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.